Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No explicit reagent or instrument issues could be found and no further events have been observed. It is assumed that the cause of the issue is related to pre-analytic sample handling.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crep2 creatinine plus ver.2 (crep) on a cobas 6000 c (501) module - c501. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 0.95 mg/dl. The value was low compared to the patient's history. The sample was repeated on (B)(6) 2017, resulting as 8.23 mg/dl. The 8.23 mg/dl value was comparable to the patient's history. No adverse events were alleged to have occurred with the patient. The crep reagent lot number was 221373, with an expiration date of 11/30/2017. Based on analysis of the patient data an insufficient amount of analyte may have been dispensed into the cuvette for the initial measurement. Depending on which dialysis method was used, a sample diluted with dialysate may have been used on the first run. The sample probe may also have been partially clogged with debris from the sample, causing an insufficient sample volume to be aspirated and ejected. The data showed no signs of disturbance or interference of the sample reaction. A negative impact of dialysate in the sample is unlikely.